Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead failed to sense, as well as over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. No intervention has been performed. The patient's condition was stable.

Event description:
New information received notes that the right atrial (ra) lead was capped and replaced with alternate ra lead on (B)(6) 2023. There were no patient consequences.